Event description:
Complainant indicated that while med trans was attending a male pt (B)(6), the pt experienced episodes of heart racing, lightheadedness, sob, and tingling. The emergency crew arrived and loaded pt and prior to departure, connected the device, pulse oximeter and 4 lead cables. Crew noted disturbances with the device's display as it became distorted with vertical lines. Crew printed out a strip and the strip appeared the same as the monitor screen. Three batteries were replaced with no change to the monitor. The monitor was shut off and turned back on to reset with no change to the legibility of the display. Subsequent to the event, the monitor was tested by the customer and no problem was found. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant's biomed was unable to verify the reported malfunction and the unit was returned to service.